Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: deflation device evaluation: visual, leak test and microscopic analysis of the returned device identified: crack opening, fold creases, wear abrasion and brown particles. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve.

Event description:
Device has been explanted.